Event description:
It was reported that pump displayed repeated malfunction alarms identified as malf 12, with no notable events occurring before the issue and no information available regarding impact on the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.